Event description:
It was reported that the r-wave value and lead impedance decreased during the night after implant. The lead also sensed some artifact. An x-ray found the lead in the same position as it was at implant. The physician decided to replace the lead, and it was noted that "he doubted that there is an insulation failure in the lead." No patient complications have been reported as a result of this event, and the patient outcome was reported to be ok following the lead replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was noted in/on the helix mechanism, and there was apparent explant damage. No insulation failure was found.